Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on dec. 29, 2016. The strip lot # d160817-2 was manufactured on 08/17/2016 and expired in 08/2018. Ok biotech received no complaints from same manufacturing batch of strips . Ok biotech tested the retained strips of lot#d160817-2 with our in house meter and control solution. The control solution tests for level low were 66/68 mg/dl; for level high were 264/249 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . Based on the phone conversation between (B)(4) and reporter, patient's strips have not been stored properly based on the discoloration of the desiccant in the vial. The strips with patient might get moist and produced incorrect high reading because of stored in a uncontrolled or improper environment.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00 am after the end user received higher than normal blood glucose readings from her prodigy diabetes meter. It was also discovered that the end user's test strips have not been stored properly based on the discoloration of the desiccants in the vial. The end user was found unresponsive accompanied with a blood glucose reading of 212 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 38 mg/dl. The end user was given a glucose liquid gel to assist in stabilizing her blood glucose level and was transported to the ER. Upon arrival to the ER the end user was given an IV fluid for dehydration. After 5 hours in the ER the end user was discharged. No additional details were provided in regards to this medical event.